Event description:
A call was placed to technical services on 06/15/2018 stating that during the implant procedure of the subcutaneous array lead, it was reported that this lead exhibited a shock impedance of 1 ohm. Connections were re-assessed, but then shock impedances became out of range at greater than 200 ohms. Subsequently, they got a fault message indicative of a shock into a shorted condition. The procedure was abandoned. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).